Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter, compared to a lab, within 10 minutes: 7.8 mmol/l and 10.4 mmol/l on performa meter and 4.3 mmol/l and 6.4 mmol/l at lab . No adverse event reported. No product will be returned due to custom and legal issues in (B)(6); replacement was provided to customer.